Event description:
It was reported that externalized conductors were noted when an asymptomatic patient presented in the operation room for device change out due to normal eri. Lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.